Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with a derailed blade, eschar build-up in the guiding slots, and visible biological material on the jaws, evidence that it was used clinically. The reported issue was substantiated. The blade was able to be realigned into the guiding slots; therefore, functional testing could be performed. The jaw functionality was tested and confirmed to be acceptable as it was able to actuate and lock/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be aligned. The blade trigger was tested and verified to maintain smooth movement and did not stick or derail when activated. The device was then confirmed to pass cut testing, as it was able to successfully make three consecutive cuts without any bunching, fraying, incomplete, or unclean cuts. The results of the investigation performed indicated that the blade was dislocated from the guiding slots. The locked jaws and dislocated blade most likely resulted from grasping a greater amount of tissue then the device is intended for and then attempting cut it. Therefore, the failure was determined to be a result of instrument operation contrary to the IFU (i.e. End user technique). The instructions for use (IFU) reprocessed hand activated sealer/divider states: ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ this report is being filed as a malfunction due to sss being in a 2 year reporting cycle where the blade derailed and locked on the patient's tissue and had to be cut off. There was no injury associated with this event.

Event description:
It was reported that during the procedure, "the ligasure handpiece blade was stuck out with the hand piece locked closed. The device had to be pried from the patient's tissue with additional surgical instruments." The procedure was completed successfully with a subsequent device.